Event description:
It was reported that during a prostatectomy procedure, the wrist of the endowrist prograsp instrument broke resulting in a piece falling inside the patient. The piece was successfully retrieved using standard laparoscopic instruments and thrown away at the site. The planned surgical procedure was completed without significant delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned for eval. Per the customer reported complaint, engineering observed that the instrument was broke at the proximal clevis to main tube interface, resulting in the clevis becoming dislodged from main tube. Both the proximal clevis and the main tube are missing pieces. The proximal clevis is missing a piece below the ear and also at the bottom section between the ears. The entire main tube interface wall appears to have been cut off, likely to aid in removal of instrument from cannula. Engineering concluded that the instrument may have been overloaded at the tip. No other damage found. Per the case notes, the broke piece was successfully retrieved from the patient.